Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their therapy was turning off by itself, beginning on (B)(6) 2017. The consumer reported that the ins went off and they don't know why. The consumer reported that when the patient's ins was checked with the patient programmer, it showed the ins was off. The consumer reported that the patient has been in rehab for the past 2 months. The consumer reported that they did not see an error message on the patient programmer. The consumer also reported that three weeks ago, the patient wasn't feeling well. When the consumer checked the patient's ins with the programmer, it said the ins was on. When the consumer checked the ins yesterday, it said the ins was off. No further patient complications have been reported as a result of this event.